Event description:
Unit went inop with alarms while on patient. No patient harm. Internal battery went dead; condition occurred in 2004. Information provided upon follow-up: was not delivering a flow to patient. Device was on ac power at the time of the event.